Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product found them to exhibit signs of repeated use and have one or both of the detent balls(ball bearings) disassembled/missing the components. The complaint is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Supplier DHR¿s were reviewed for deviations and/or anomalies with no deviations or non-conformance's found reference attached supplier review for details. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was discovered to have missing components. Attempts to obtain additional information have been made; however, no more is available at this time.